Manufacturer narrative:
(B)(4).

Event description:
It was reported one day after the lead was implanted and before the patient was discharged, the lead was found dislodged as indicated by loss of capture and sensing in the atrium. The patient was asymptomatic. The lead was repositioned without complications. The patient condition is fine.